Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported a backup alarm failure. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the central processing unit printed circuit board assembly and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.

Manufacturer narrative:
Date received by manufacturer: 19 march 2020. Date of this report: 24 march 2020. The replaced central processing unit printed circuit board assembly (cpu pcba) was returned for failure analysis. It was determined that poor workmanship in the assembly of a component within the board was the cause of the reported failure.